Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured to be within specification.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead exhibited loss of capture. During the procedure, it was discovered that the lead was pulled back. The lead was attempted to be repositioned however no stylet or wire would pass. The lead was explanted and replaced. The patient was in stable condition.